Event description:
It was reported that this inflatable penile prosthesis (ipp) is no longer inflating. The patient is expected to undergo a revision procedure but available information indicates that it has not been scheduled. No patient complications were reported.

Manufacturer narrative:
Event date is estimated as no information could be obtained via good faith effort attempts .

Manufacturer narrative:
B3 date of event: the exact event date is unknown. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. The first cylinder had broken fabric threads and exhibited bulging at the proximal of the cylinder body when inflated. The second cylinder performed within specifications. The pump was visually and microscopically examined, and leak tested. The kink resistant tubing (krt) was worn down to the filament, no leaks were found. Scaling was observed on the pump block. Based on the information available and analysis results, the bulging identified in one of the cylinders could have caused or contributed to the reported clinical observation of inflation issues.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) is expected to undergo a revision procedure as the device is no longer functional related to inflation issues. The patient underwent a replacement surgery and all components were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
B3 date of event: the exact event date is unknown.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) is expected to undergo a revision procedure as the device is no longer functional related to inflation issues. The patient underwent a replacement surgery and all components were removed and replaced. There were no patient complications reported.